Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the nurse noticed that the tubing had snapped off from the needle free port. Leakage was not reported, however, it might be possible that leakage may have occurred given the location of the break. The system was removed and a new one connected up.